Manufacturer narrative:
Clinical evaluation performed by medical affairs director: early infection in cemented tka, 20 days after primary operation. Infection is a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch review performed on nov 12 , 2018: lot 181901: (B)(4) items manufactured and released on 06 june 2018. Expiration date: 2023-05-17. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
About 20 days after primary the surgeon revised the patient knee for a wound infection. Dair procedure (debridement, antibiotics, irrigation, and retention) with liner swap. The surgery was completed successfully. The pathogen was identified as staphylococcus epidermis.